Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent an ipg pocket revision procedure due to discomfort. The physician did not suspect the discomfort to be related to device. The patient was doing well post-operatively.